Event description:
It was reported that for about 2 to 3 months, a patient had a sudden return of symptoms. The patient went through 2 to 3 packs of depends a day and when she sat up, stood, or pressed on her bladder the urine just came out. She was now having a problem getting to the bathroom at night. The patient was up about 3 to 4 times a night and was wetting herself during the night. At the implantable neurostimulator (ins) site, she was having pain like she was getting kicked in the back. The patient also had aching pain, pain like a charley horse, and dizzy spells where her eyes roll in her head. The prior week, she increased stimulation, but it was so high that it made her double over in cramps so she turned off stimulation. The patient was currently on program 3, the amplitude was set at 2.0, and stimulation was off. She turned stimulation on and when she increased stimulation, she was getting a shocking pain at the im plantable neurostimulator area and was not feeling stimulation in the bicycle seat area. The patient was able to change to program 4 and increased stimulation to 2.1. She was getting small shocks in her back, was also feeling stimulation in the rectum area, and her side started hurting like an achy charley horse in her back. The patient changed to program 1 which was set at 2.8. The patient wasn¿t able to turn down stimulation prior to locking the program into place so she didn¿t turn stimulation on at that setting. She went to the previous program, decreased stimulation to 0, and turned stimulation off. She planned to leave stimulation off until she found a doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2013-06619 for a previous event in which the patient had dizzy spells after a surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v979687, implanted: (B)(6) 2012, product type: lead. (B)(4).